Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (battery connector damaged) has been confirmed. Upon eval, the battery connector (j1) on the defibrillator board was found to be damaged, preventing the monitor from powering up. The root cause of the damaged battery connector cannot positively be determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the broken battery connector. The pt was issued a replacement monitor.

Event description:
A pt svc rep (psr) contacted zoll customer support while assisting an (B)(6) female pt to report that neither of the pt's batteries would power up her monitor. It was discovered during the call that the monitor's battery connector was damaged. The pt was issued a replacement monitor.